Event description:
The user received an erroneous creatinine result for one patient sample. The initial result was 2.51 mg/dl and was reported. The doctor called and had the lab repeat the sample because the result was questioned by the pharmacy before any medication could be given to the patient. Upon repeat, a creatinine result of 0.5 mg/dl was generated. The patient was not treated due to the erroneous first result. The creatinine reagent lot number was 62198701. The field service representative determined there was contamination of the reagent probes and possible environmental contamination. He removed the cover, vacuumed and cleaned the internal areas. He cleaned the bath and optics, replaced the cuvettes and performed a cell blank and preventive maintenance. To verify the analyzer operation, he ran precision testing and the user ran quality control with results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.